Event description:
Boston scientific received information stating: increased implant time due to atrial lead dislodgement and micro dislodgement of ventricular lead. Discovered while pocket was being closed during wireless testing. Both leads are st. Jude leads. Aware date: 28-09-2012. (B)(6) hospital. Implanter: dr. (B)(6). Atrial lead: 2088tc/cat041693. Ventricular lead: 2088tc/cau084846. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).